Event description:
Report of adverse event information about a device that was not manufactured or imported by the (B)(6) group. Patient was having pain/irritation (B)(6) 2024 - saw dds and later in the day patient stated it just fell out. Patient brought implant with her at check in appointment (B)(6) 2024 with pain and inflammation at site still. Lack or integration. Failed implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).